Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 711 mg/dl. The customer was experiencing vomiting and nausea. Troubleshooting was performed. The customer stated that the cannula was bent, but the insulin pump did not alarm no delivery. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.